Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation, received on nov 01, 2021 with catalog number (mcghan 380cc). Visual analysis of the returned device identified: creases fold, an opening, and yellow particles on the shell. Leak test and microscopic analysis was performed which identified: a sharp opening on posterior and non-penetrating nicks. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.